Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not reproduced. However, damage to the internal stopper of the coupler was observed. A definitive root cause of the phenomenon cannot be conclusively identified. This issue is addressed in the instructions for use (IFU): endoscope image disappearance and freezing (warning) do not strike or drop the product. Water leakage may damage the product's internal circuitry. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an air leakage from the video connector section. There was no patient involvement.